Manufacturer narrative:
Lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned; radiographic images and photos of the explanted device were provided. Based on the photos provided, the complaint investigation is confirmed for a detached filter arm. Based upon the available info, the definitive root cause for this event is unk.

Event description:
It was reported that during the retrieval of a vena cava filter, a filter arm detached from the filter. The filter and the detached arm were removed with a snare device. There was no reported pt injury.